Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited low impedance and high capture threshold. It was further noted that the lead exhibited noise as well. The lead was capped and replaced on (B)(6) 2020. The patient was stable.